Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Pertinent information regarding the surgeon's technique, specifically in hole preparation could not be obtained. This event may have had multiple contributing factors, but additional information was not available. Conclusion: due to the multifactorial nature of the event, a root cause could not be determined conclusively.

Event description:
It was reported that during qx posterior fixation procedure the surgeon used 4 screws; when they were ready to close the incision site, the surgeon verify the position of the screw by x-ray and notice that the screw had a new position. After review this information the surgeon retired the screw and put a new one

Event description:
It was reported that during qx posterior fixation procedure the surgeon used 4 screws; when they were ready to close the incision site, the surgeon verify the position of the screw by x-ray and notice that the screw had a new position. After review this information the surgeon retired the screw and put a new one